Event description:
Tried to pull it off the end of syringe cap came off completely [syringe issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of syringe issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of event was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned event experienced while on amneal's atropine sulfate. The patient started treatment with atropine sulfate injection 1/10 mg/ml (dose, frequency, route and therapy dates were not reported) (ndc: 70121-1706-2, batch/lot: ap240209, expiration date: 31-oct-2025, serial number: (B)(6) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, history of procedures, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that on unknown date of (B)(6) 2025, consumer received a sealed medication box from wholesaler and on unknown date when nurse try to pull it off the end of syringe cap came off completely and further stated that they just want to report the issue to us. Upon asking sample availability she confirmed that they had complaint sample and agreed to send pictures. Last action taken with atropine sulfate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events syringe issue and no adverse event was unknown. The reporter causality for the events syringe issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited.

Event description:
Tried to pull it off the end of syringe cap came off completely [syringe issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of syringe issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of event was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the pharmacist via telephonic call concerning above-mentioned event experienced while on amneal's atropine sulfate. The patient started treatment with atropine sulfate injection 1/10 mg/ml (dose, frequency, route and therapy dates were not reported) (ndc: 70121-1706-2, batch/lot: ap240209, expiration date: 31-oct-2025, serial number: (B)(6)) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, history of procedures, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that on unknown date of jan-2025, consumer received a sealed medication box from wholesaler and on unknown date when nurse try to pull it off the end of syringe cap came off completely and further stated that they just want to report the issue to us. Upon asking sample availability she confirmed that they had complaint sample and agreed to send pictures. Last action taken with atropine sulfate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events syringe issue and no adverse event was unknown. The reporter causality for the events syringe issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 12-jan-2026. New information received includes qa investigation report, attached with this case. A complaint was received from pharmacist of (B)(6) for the product atropine sulfate injection, usp 1 mg/10 ml (0.1 mg/ml) lot no.: ap240209 regarding end of syringe cap come off completely. The complainant stated that when nurse try to pull it off, end of syringe cap came off completely. Complainant provided sample photograph of prefilled syringes for evaluation. Examination of photographs reveals no damage was visible on prefilled syringes and both syringes contained clear liquid. Lot no. Is not visible in any of the syringe. In one of the syringes entire luer lock assembly got detached from syringe tip and plunger rod observed depressed from its original position which reveals that syringe might be used for drug administration. Examination of complaint sample at amneal us office reveals carton contained two trays. Each tray contained five (5) prefilled single dose syringes. Out of 10 pfs, two syringes had the luercover removed. The ribbed part of luer lock was attached to the syringe tip. The ribbed part was spinning on the syringes tip when touched; however, it did not come off easily. Based on investigation, no cause corroborated to the manufacturing and packing process of complaint lot no.: ap240209 which could lead to reported complaint. Vendor investigation with respect to previous similar nature complaints reveals, the pfs system with ovs (particularly filled units) is handled by holding the ovs portion, the system as designed requires just more than 5 ncm torque to impart irreversible damage which can cause rotation of the assembly. Hence, the contributory/ probable cause identified to be mishandling or improper handling/ ovs closure opening by pulling the ovs adaptor from the barrel body instead of ovs cap. Review of examination of complaint sample photograph and complaint sample at us office, batch processing and controls during manufacturing, finished product retained sample and reserved sample of glass syringe visual examination, review of packing material used in complaint lot, review of product packing and controls, review of finished product analysis result, review of stability data and historical review reveals no unusual observation which could attribute to reported complaint. There might be a possibility that complainant had mishandled the lure-lock while detaching ovs cap from ribbed part or open the ovs closure by pulling the ovs adaptor from the barrel body instead of ovs cap. Thus, led to reported complaint. Based on amneal and vendor investigation reported complaint stands non-substantiated. Last action taken with atropine sulfate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events syringe issue and no adverse event was unknown. The reporter causality for the events syringe issue and no adverse event was not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.